Manufacturer narrative:
Unit received with damaged cow catcher corner. However, unit passed functional testing.

Event description:
It was reported that the customer had high blood glucose levels of 157 mg/dl. The customer reported being hospitalized on a week prior to the call. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer reported being hospitalized for five days. The customer also reported getting a lost sensor and weak signal alarm from the insulin pump. No add'l info was provided.